Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that she was having an allergic reaction to durapore silk tape 2x10yds". No further information was provided. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".